Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient fell two months ago and since then they had been having therapy issues. The device worked perfectly until the fall. The ins was off for now and they would schedule and appointment with their healthcare provider. No further complications reported.